Manufacturer narrative:
Device evaluation: no product was returned for evaluation. Two customer-provided videos were attached to the complaint. Review of the videos confirmed the reported issue, as a particle was observed in the fluid path. The root cause could not be established based on the video. If the product is returned the manufacturer will re-open the complaint for further device evaluation and root cause analysis. A device history record (DHR) review of the suspected lot numbers reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that during production, a 100% visual inspection identified two cassettes containing particles. The reporter described the particles as "very small, white, round particles." The possible lot numbers associated with this event are 6108538, 6108537, and 6108563. There was no patient involvement.